Event description:
On (B)(6) 2013, the reporter stated that a catheter broken during infusion, the broken part was located 1cm away from the catheter insertion. On (B)(6) 2013, the catheter piece was removed via surgery.

Manufacturer narrative:
A sample was received and is in the process of being evaluated. Once the evaluation is complete the info will be sent as a supplemental.